Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg had a control knob missing/broken off. Menu control knob was missing. It was also noted that the atrial output connector was broken, the hanger was broken, the backlight does not work due to the connector on main printed circuit board (pcb), the upper case was broken, the encoder assembly was contaminated (rust), the battery drawer sticks (lower case), the rate control know was contaminated (rust), the main seal was contaminated, the red wire on the liquid crystal display (lcd) was pinched (wires exposed), one (1) case screw was contaminated and the hanger screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a control knob missing/broken off. The epg was returned for service. There was no patient involvement. The epg subsequently tested out of specification during manufacturer's analysis.